Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? What medical intervention was given for the pain management? Results? Date and results of re-operation? Was the device removed? Will the device be returned? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure for treatment of stress incontinence in 2010 and a sling was implanted. The patient started to experience vaginal and groin pain in 2016, especially with running. Upon clinical examination, the mesh was found to be tight, which was confirmed on perineal uss. The patient underwent a procedure to have the mesh divided to try and address the pain. Additional information has been requested.